Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, it was noted that the set screw could not be tightened. The device was exchanged and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of unable to tighten the set screw was confirmed. A torque driver was unable to engage the atrial set screw during testing. Septum material was observed inside the set screw hex cavity, and the set screw was stripped.